Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when reservoir was low and had 1 ml of insulin left in reservoir, insulin pump rewinded slow and customer would receive a no delivery alarm. Customer also reported that insulin pump made a grinding sound. Customer's blood glucose was 123 mg/dl. Issue persisted after customer changed set and rewound insulin pump. During troubleshooting, it was found that reservoirs were expired. Customer was advised that insulin pump would need to be replaced.